Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (4500163737) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (wife) reported that her husband's meter was reading "50 points in the wrong direction". Caller expressed that the adc meter's readings were higher than her husband felt. On wednesday, (B)(6) 2015 at around 11:30 a.m. Her husband was found on the ground unconscious and seizing. She reported injecting her husband twice with glucagon within a span of 45 minutes. Customer had gained consciousness after the glucagon injections, but was incoherent. A reading of 57 mg/dl was obtained from a non-adc meter 15 minutes after the first injection of glucagon. Paramedics were called and reportedly arrived at 12:51 p.m. Paramedics administered gel glucose and intravenous glucose. No reported reading was obtained by the paramedics. Customer was taken to the hospital where a reading of 157 mg/dl was obtained on the hospital's meter. It is unknown what, if any, diabetic diagnosis or treatment was rendered in the hospital. There was no report of death or permanent impairment associated with this event.